Event description:
Customer reported receiving an inaccurate high glucose reading (269 mg/dl) from their freestyle meter. Customer reported experiencing symptoms of "sweating, weakness and sluggish". Paramedics were called and obtained a reading of 40 mg/dl with their hcp meter and treated customer with glucose tablets. Customer was then transported to hosp where he was diagnosed with severe hypoglycemia and treated with an unk IV medication.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.